Event description:
Hysterectomy in 2005-vag-gynemesh sling, four months later surgery to remove visible mesh that was eroding thru other organs, 05/25/2006 surgery to remove visible mesh eroding thru other organs, 2007 surgery to hopefully remove remaining mesh by a uro/gyn and rebuild anal area. Dont know exact words for this except, ouch!, approx in 2008 or slightly before I've noticed sex is painful and I am spotting afterwards, I have felt some more mesh inside of me but haven't yet made an appt. I'm going to try and get appt with my last surgeon. Hopefully, he will see me again cause despite the fact that I have health ins, I still owe alot to various drs and hosps due to all these extra surgeries I had to have, besides taking a huge toll on my health. Dates of use: 2005-2008. Diagnosis or reason for use: bladder sling.